Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after performing pre-dilatation, a 3.0x18 xience v rx stent delivery system was advanced to the unspecified target lesion in the unspecified vessel, but when attempting to deploy the stent, the balloon did not expand. The xience was withdrawn, pre-dilatation was again performed, and another 3.0x18 xience v rx was deployed successfully. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.